Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited dented and bent outer tube, had stains on the light guide connector and had no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, expected or random component failure without any design or manufacturing issue which due to stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.